Manufacturer narrative:
Additional information: the patient expired approximately 54 months post index procedure. Cause of death was hypoalbuminemia (pressure ulcer) and sepsis (pneumonia and pleural effusion) and was reported to be non-cardiac, non-sudden death. The investigator has assessed the event as not related to the study device.

Manufacturer narrative:
Evaluation: results/conclusions: inherent risk of procedure ¿ (hemorrhage). (B)(4).

Event description:
During the index procedure, one endeavor sprint drug eluting stent was implanted in the lad. Approximately 44 months post index procedure, the patient suffered a possible gastrointestinal hemorrhage. Aspirin was withdrawn. Investigator indicated that the bleed event was not related to the study device. Patient was discharged approximately 2 weeks later.